Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure. Fluid loss in tubing was identified. All components were removed and replaced no patient complications were reported in relation to this event.